Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced broken lid/cap. This event occurred once. The following information was provided by the initial reporter. The customer stated: for a couple of weeks now we have seen problems that the caps of sample tubes go into two pieces after decapping on our lab automation. This causes a lot of trouble for us when/if the tubes come into our analysis machines. There have been several probe crashes and other problems.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional pull-force testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced broken lid/cap. This event occurred once. The following information was provided by the initial reporter. The customer stated: for a couple of weeks now we have seen problems that the caps of sample tubes go into two pieces after decapping on our lab automation. This causes a lot of trouble for us when/if the tubes come into our analysis machines. There have been several probe crashes and other problems.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2150167. Medical device expiration date: batch 2150167 does not exist for material 368497. Device manufacture date: batch 2150167 does not exist for material 368497. Medical device lot #: 2143156. Medical device expiration date: 2023-11-30. Device manufacture date: 2022-05-23. Medical device lot #: 2145930. Medical device expiration date: batch 2145930 does not exist for material 368497. Device manufacture date: batch 2145930 does not exist for material 368497. Investigation summary; bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.